Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another device. The pt reported that the alleged issue began a couple of weeks prior to contacting lfs. On an unspecified date, the pt claimed he obtained blood glucose readings of "200 mg/dl" with the subject meter and "120 mg/dl" on another device (brand unk), performed less than 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The pt is on an insulin pump. As a result of the alleged issue, the pt reported that he began to take an increased dose of insulin (type unk) based on the results obtained. Approximately 3 or 4 days after, the alleged issue began; the pt stated that he developed symptoms of dry mouth and frequent urination. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the pt did not have control solution with him to test the subject meter. Replacement products were sent to the pt. Although the pt developed symptoms suggestive of hyperglycemia after the alleged inaccuracy began, there is no indication that the reported issue caused or contributed to this serious injury. The pt's symptoms correlated with the alleged high results the pt reported he was obtaining. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.